Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted that the cannula was snapped off of the trocar head. The shaft demonstrated deformation consistent with an application of excessive force. Several tabs were broken. Functional testing was precluded due to the observed damage. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged cannula. Replication of the reported condition may be due to rough handling of the device. Should new information become available, the file will be re-opened amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during the surgical procedure, the warhead of the trocar was completely disconnected from cannula. There was a very important gas escape and it was necessary to replace the product.